Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Pin on the left brake (wheel lock) fell out, brake not working. The patient was in the bathroom and needed to lock the brake.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, a pin was missing out of the left wheel lock assembly. An expanded evaluation was performed. The expanded evaluation report confirmed the missing pin which caused the pieces of the wheel lock not to align properly, rendering the wheel lock unusable.

Event description:
Pin on the left brake (wheel lock) fell out, brake not working. The patient was in the bathroom and needed to lock the brake.